Event description:
Customer reported to baxter (B)(4) of an anti-reflect y-set in which operator found the tubing of the set cracking near check valve. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition an anti-reflect y-set in which operator found the tubing of the set cracking near check valve was confirmed during sample evaluation. The actual sample was available at the plant for evaluation. Visual inspection of the used sample showed that there is a crack approx. 7/16 of an inch running down the y site in-let port. No further testing was performed as the issue was confirmed. The assignable root cause of the reported condition is unknown. Additional information: this issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.